Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted, and a half portion was not returned. In addition, the device was returned with the blade tip intact and not broken off as reported by the customer. The device was connected to a test handpiece and generator and it activated during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. It is possible that the reporting smoke was generated by the tissue pad being melted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap assisted vaginal hysterectomy the tip of the instrument broke off in to the patient and was retrieved. The case was completed with a second same device. No patient consequence. Device will be returned.